Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl. Low bg cause was related to the customer not eating before a non-diabetes related medical procedure. The customer received third party assistance from medical persons that performed the procedure, who administered d50 to address bg. This event did not cause an injury. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.